Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt passed away and the lvad pump has been explanted. Additional pt info received 10 days later stated that the pt had been discharged home, but came back into the hospital for right ventricular failure. A tandem heart was placed on the right side, however the pt got progressively worse. The pt the suffered an embolic stroke and was non-responsive and became septic. It was noted that the lvad pump appeared to be working fine and all pump parameters seemed normal.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.